Event description:
According to the reporter: the patient was notified and will make physician aware of any pain/fever. The surgery was extended by 10 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter:: during a tlh the needle popped off the vloc suture that was loaded on the endostitch. The needle was not retrieved and there was not an xray done. The contact at (B)(6).